Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue. The customer was unable to connect the insulin pump to the mobile app on the new phone. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed for the reported event. The issue was not resolved by re-pairing. After restart, the customer was not able to open the app. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 fe (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Due to the nature of this issue no logs would be available for analysis since log upload is not possible. In addition, we do not have crashlytics enabled for our app so crash logs would not be available on the google console. Most likely the issue is being caused by os bug or possibly a memory issue with the device. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app factory reset of phone medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.